Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was implanted and after changing the position multiple times, the lead tip was hooked in the tissue, resulting in partial tamponade for the patient. The physician was concerned regarding the long-term stability of the lead post procedure and decided to remove and replace the lead. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was implanted and after changing the position multiple times, the lead tip was hooked in the tissue, resulting in partial tamponade for the patient. The physician was concerned regarding the long-term stability of the lead post procedure and decided to remove and replace the lead. No additional adverse patient effects were reported.